Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the outer sheath around the battery cable had a defect. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported a battery with a damaged cable. The battery, bat215414, was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. The reported event could not be confirmed since the unit in question was not available for analysis; analysis could not be performed as the device was not returned. If information is provided in the future, a supplemental report will be issued.